Event description:
Medtronic received information that prior to use of a bio-console 560 controller instrument, it was reported that the unit had a motor controller malfunction. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: the reported motor controller malfunction issue was verified during service. Service technician confirmed customers complaint. The issue was resolved by replacing the system controller pwa and performed calibration. Preventive maintenance was performed as per specification. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.